Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test, and it requires calibration. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubble downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the device passed all functional and accuracy testing. The root cause was undetermined. Preventive maintenance and calibration were performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.